Event description:
Have mentor textured silicone implants from 2005. Have developed autoimmune disease, low d and iron levels and pain in breast. Have had thyroid issues for 15 years but have had recent negative lab results. FDA safety report ID#(B)(4)